Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years five months post vena cava filter deployment a CT scan demonstrated the filter perforated the ivc in multiple locations. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported that approximately eight years five months post vena cava filter deployment a CT scan demonstrated the filter perforated the walls to the abdominal aorta.. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2012). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Subsequently a few days post filter deployment, filter retrieval attempt was made. But, attempts to capture the dome of the filter was unsuccessful as the filter was tilted anteriorly. Due to the filters tilt and the narrow caliber of the ivc the filter was left in position. Approximately eight years later, CT revealed multiple prongs perforated the ivc and extending to the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the dome of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device identification (expiry date: 03/2012),date received by MFR. Evaluation codes: (result), (conclusion).

Event description:
It was reported that approximately eight years five months post vena cava filter deployment a CT scan demonstrated the filter perforated the walls to the abdominal aorta. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.